Manufacturer narrative:
Section b5: additional information received indicates that patient underwent removal and replacement of all prior knee components. Section d10: concomitant products optetrak logic ps femoral component, size 3. Optetrak logic trapezoid tibial tray, size 3.

Manufacturer narrative:
As reported by a legal brief, in approximately january 2012, the female patient underwent bilateral knee arthroplasties and was implanted with a recalled exactech optetrak device. In approximately december 2020, patient underwent a secondary right knee revision surgery with removal and replacement of all prior knee components. Reportedly the patient experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness [bilateral knee replacements], unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported by a legal brief, in approximately (B)(6) 2012, the female patient underwent bilateral knee arthroplasties and was implanted with a recalled exactech optetrak device. In approximately (B)(6) 2020, patient underwent a secondary right knee revision surgery with removal and replacement of all prior knee components. Reportedly the patient experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. No additional information.